Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had become embedded/ essure implant had embedded into one of my fallopian tubes") and device dislocation ("malposition of essure") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy, uterine dilation and curettage, grand multiparity and high risk pregnancy. Concurrent conditions included overweight, cervicitis, endocervicitis, vaginitis, vulvovaginitis, uterine bleeding, oligomenorrhoea, endometritis and erythema. Concomitant products included metronidazole (metrogel). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction: soap"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils.) Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, dermatitis contact, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal infection, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dermatitis contact, device dislocation, dysmenorrhoea, embedded device, menorrhagia, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 160 lbs. Trailing coils: 9 on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: failure to occlude fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal discharge, abnormal bleeding. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. New reporters and reporter information added. Case medically confirmed. Plaintiff demography added. Product indication added. Events added: malposition of essure; abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction: soap; bladder or urinary problems or changes; dysmenorrhea; infection: vaginal; abdominal pain; vaginal discharge; weight gain. Concomitant conditions, concomitant drugs, historical conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had become embedded/ essure implant had embedded into one of my fallopian tubes") and device dislocation ("malposition of essure") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy, uterine dilation and curettage, grand multiparity and high risk pregnancy. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included overweight, endocervicitis, vaginitis, vulvovaginitis, uterine bleeding, oligomenorrhoea, endometritis and erythema. Concomitant products included metronidazole (metrogel). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 months 7 days after insertion of essure. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal infection ("infection: vaginal,vaginitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction: soap"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), cervicitis ("cervicitis"), dyspareunia ("dyspareunia") and urinary incontinence ("bladder or urinary problems or changes: incontinence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, menorrhagia, urinary tract infection, cervicitis, dyspareunia and urinary incontinence outcome was unknown and the vaginal haemorrhage, dermatitis contact, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal infection, vaginal discharge, weight increased and abdominal pain was resolving. The reporter considered abdominal pain, bladder disorder, cervicitis, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 160 lbs. Trailing coils: 9 on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: failure to occlude fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal discharge, abnormal bleeding. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received:event urinary tract infection, cervicitis, dyspareunia, hypersensitivity,bladder or urinary problems or changes: incontinence added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had become embedded") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 10 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.